Event description:
It was reported that during a therapeutic lung resection procedure the subject device was usable at first, but an unknown error occurred halfway through and it could not be output. There were no reports of patient harm.

Manufacturer narrative:
E1- facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.